Event description:
During diagnostic laparoscopy the machine was turned on prior to use but did not boot up past all necessary programs to run properly. We tried several times to troubleshoot but without success. A new machine would not be available until later in the week. The patient will have to return to surgery to complete the procedure when the new equipment arrives.device #1is this a laboratory device or laboratory test?no.